Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with presyncope and fatigue. Upon interrogation, the pulse generator exhibited oversensing and loss of output. The device was explanted and replaced. The patient was in stable condition.